Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on july 19, 2022 with lot number 3493937. Visual analysis of the returned device identified flat creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Device has been explanted.